Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the physician did not pull the slack on the sutures and the sutures broke on both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The patient was anti-coagulated with heparin. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.